Event description:
Nine days post ablation, the patient presented with abdominal pain. Laparascopy revealed a transmural thermal injury in the fundal area of the uterus and thermal injury to the ileum with a small size perforation.